Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure, hernia repair, and linx device implantation occurred without issue on (B)(6) 2015. Uneventful device explant due to pain on (B)(6) 2016 and noted intense capsule formation. Device found in correct position/geometry.